Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was nonfunctional as the ipg stopped charging. The patient underwent an ipg replacement procedure. The explanted device was not returned per hospital policy.